Event description:
Device malfunction: separation into 2 pieces. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a left superficial femoral artery interventional procedure. The physician was attempting to push the thumb advancer down, but carved through the nylon sheath. The cable, actuator and distal tip separated from the device body and remained in the patient. The physician used hemostats to remove the detached segment from the wound track. Hemostasis was achieved using manual compression. There were no reported patient sequelae. Though requested, no additional information available.

Manufacturer narrative:
The customer reported that the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.